Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material in the air/water channel and auxiliary water channel was unable to be further specified. Moreover, no deformation of the channels were observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found white contamination in the a/w channel and the auxiliary jet channel. The device evaluation also found that the air and water channel had evidence of blockage, and the water flow and removal did not meet specification. It was also found that the light cover glasses was chipped and the light cover glasses adhesive was worn. In addition it was found that the - optical cover glass adhesive was worn, the outlet pipe has evident blockage and the distal end adhesive was worn. It was found that the down angle also failed to meet specification and the device failed the electrical safety test during the evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the pressure too high from blocked air/water (a/w) channels. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white contamination was found in the a/w channel and the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.